Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment, as the patient was being reinfused. The cm said the venous chamber pigtail clamp was fastened, but it popped open which caused blood to leak out externally. There were no machine alarms that occurred. There were no other issues that occurred prior to the leak. The event resulted in an estimated blood loss (ebl) of <100 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred at the end of a patient¿s hemodialysis (hd) treatment, as the patient was being reinfused. The cm said the venous chamber pigtail clamp was fastened, but it popped open which caused blood to leak out externally. There were no machine alarms that occurred. There were no other issues that occurred prior to the leak. The event resulted in an estimated blood loss (ebl) of <100 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.